Manufacturer narrative:
No malfunction of power wheelchair suspected. The end user reported she panicking and bumping the joystick causing the power wheelchair to move. The owner's manual warns, "always set the joystick/controller speed/response control to be consistent with the surrounding environment".

Event description:
End user alleges while operating the power wheelchair a board became wedged between a tree and her ankle. The end user reported panicking and bumping the joystick, allegedly moving the unit forward and injuring her ankle.